Event description:
It was reported that during an unspecified procedure, a guide wire break occurred. The physician was treating the renal artery. A 300cm journey guide wire was advanced and upon removal it was noticed the guide wire had broken. It is unknown how the broken guide wire was removed from the patient, however it was reported that nothing remained in the patient. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire break occurred. The physician was treating the renal artery. A 300cm journey guide wire was advanced and upon removal it was noticed the guide wire had broken. It is unknown how the broken guide wire was removed from the patient, however it was reported that nothing remained in the patient. No further patient complications were reported and the patient's status is fine.